Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was clotting. The following information was provided by the initial reporter. The customer stated: "blood collection tubes were clotted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was clotting. The following information was provided by the initial reporter. The customer stated: "blood collection tubes were clotted."

Manufacturer narrative:
H.10 correction : the initial MDR was a duplicate of MFR report #: 1917413-2022-00038 and is therefore over-reported.